Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post-implant, the patient developed a pocket hematoma due to the implant procedure. There was no allegation of device malfunction. The patient underwent a successful pocket revision. The event was resolved and the patient was stable and discharged.